Manufacturer narrative:
A supplemental report is being submitted for additional information and investigation completion. Additional information was received regarding the patient's medical history. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient had an ischemic stroke with hemorrhagic conversion. There was a midline shift and brainstem compression, however the patient was not a candidate for medical intervention. Care was withdrawn and the patient expired. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, stroke and death are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an ischemic stroke with hemorrhagic conversion. There was a midline shift and brainstem compression, however the patient was not a candidate for medical intervention. Care was withdrawn and the patient expired.